Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages / flat line signal) has been confirmed. The cause for the check belt messages and flat line signals is broken brown wire (ground wire) in the cable that runs from the distribution node (dn) to the rear therapy electrodes. The root cause for the broken ground wire cannot be positively identified. In addition, corrosion was found on the traces underneath the pca, located in ECG electrode a. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged wire or corrosion. The pt received a replacement electrode belt.

Event description:
A (B)(6) old female pt, contacted zoll customer support to report constant 'check belt' messages. When a pt service representative (psr) visited the pt to assist, the psr reported a flat line signal when trying to record. The pt was provided with a replacement electrode belt.